Event description:
Using sterile technique and CT guidance, a 22 ga. Needle was inserted through the left buttocks using a posterior approach. The needle tip was directed into the superior aspect of the lesion. No fluid could be aspirated so the physician attempted to place a guidewire into the lesion in order to upsize the needle or lyse into any adhesions that may be present. The guidewire became kinked and could not be retrieved via the 22 ga. Needle. The physician pulled the needle and guidewire together but the tip of the nitinol wire fractured and was left in the left piriformis muscle. Postprocedure scanning demonstrated no hematoma. The small nitinol tip was noted in the left piriformis muscle.